Event description:
Controlled heater/humidifier delivering hot air, temperature display read 34 degrees c. No injury to pt. On inspection of device found pt circuits reversed and water supply bottle not punctured completely.further conversations with facility personnel revealed that the incident was the result of improper equipment set-up. The improper set-up was discovered prior to being used on a pt. The equipment was found to have no malfunctions, and was placed back into service. At the facility's request, the MFR has provided training in equipment use to all three shifts at the facility. Co now considers this report closed.